Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the right ventricular lead was explanted and replaced due to increased impedance and oversensing. No further information is available at this time.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.